Event description:
The customer reported that she had a car accident where she was the drive and experienced low blood glucose. The customer ran into another car, and then she hit a mail box. The next thing she remembers a policeman was giving her glucose through a tube and then the ambulance took her to the hospital. The caller believes that her blood glucose was 60mg/dl, and it was 211mg/dl by the time of her admission. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Ran the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.